Manufacturer narrative:
Correction b5: event description. Correction d2. Product code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that a flow issue was experienced less than a minute into cpb (cardiopulmonary bypass). The patient had not previously been on heparin or another anti-coagulant therapy, and issue did not worsen over time. Heparin was used as an anti coagulant, and was assessed using istat. The composition of solution used for priming was heparin and plasmalyte. The cpb (cardiopulmonary bypass) was initiated and optimal flows could not be achieved. The perfusionist added albumin and the situation corrected itself. Flows increased and the procedure resumed. The device was used to complete the procedure. There was no adverse patient effect associated with this event. On review of the product information, it was determined that the customer used this product after the use by date of 22-sep-2025.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that a flow issue was experienced less than a minute into cpb (cardiopulmonary bypass). The patient had not previously been on heparin or another anti-coagulant therapy, and issue did not worsen over time. Heparin was used as an anti coagulant and was assessed using istat. The composition of solution used for priming was heparin and plasmalyte. The cpb (cardiopulmonary bypass) was initiated and optimal flows could not be achieved. The perfusionist added albumin and the situation corrected itself. Flows increased and the procedure resumed. The device was used to complete the procedure. There was no adverse patient effect associated with this event. On review of the product information, it was determined that the customer used this product after the use by date of 22-sep-2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.